Manufacturer narrative:
In this MDR, bd (B)(6) has been listed in sections d.3. And g.1. As the manufacturing site is unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported, 0.9 percent sodium chloride injection, 10 ml, just filled until 3/5ml, and they are supposed to be filled until 10ml.